Manufacturer narrative:
Subject device was explanted and reimplanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review will be requested.

Event description:
During a tfn procedure, the surgeon inserted the nail and attempted to insert the helical blade. The helical blade would not pass through the nail and the blade and nail were removed. On examination, it was noted, the locking mechanism in the nail was already engaged. The surgeon unlocked the mechanism, reinserted the nail and the helical blade successfully. Procedure was completed but was extended by approx one and a half hours.